Event description:
A malfunction alarm occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, successfully assisting the customer with the reset. The malfunction did not recur, and the customer was advised to contact support if it happened again, which was understood and acknowledged by the customer.